Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 487 mg/dl at the time of admission, and 114 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. The customer reported having a few lows as well. Troubleshooting was not completed. The insulin pump will not be returned for analysis.frn- model unknown ¿ reservoir.